Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was displayed when the 180 series scope was connected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the olympus, model cv-190, evis exera iii video system center failed to identify the olympus, model 180 series scope. In addition, no endoscopic image was transmitted to the monitor. The event occurred during preparation for use prior to a linear endoscopic ultrasound procedure. There was no patient harm or user injury reported due to the event. This is report # 2 of 2 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It could not be determined whether the indicated phenomenon was caused by a malfunction of the equipment in question. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.